Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was used for a sling placement procedure on (B)(6), 2010. According to the complainant, on (B)(6), 2011, the patient was presented with vaginal tenderness and spotted bleeding. The patient then had an incision of unknown size made in the mid-urethral portion of the anterior vaginal wall. A tiny blue piece of plastic was exposed and removed from the tissue at the incision site. The obtryx mesh was kept in place and the patient was stitched closed. There is currently no further medical intervention planned, and the patient's current condition was reported to be "fine."